Manufacturer narrative:
(B)(4). Initial report sent to FDA on 10/23/2014.

Event description:
According to the reporter: balloon would not inflate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/15/2015.